Manufacturer narrative:
Batch review performed on 11 october 2023: lot 185577: (B)(4) items manufactured and released on 17-sept-2018. Expiration date: 2023-09-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 years and 4 months from the primary, the patient came in reporting pain due to a tight knee and the cause is unknown. The surgeon revised the liner (from 11 mm to 10 mm) and the surgery was completed successfully.